Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 20 mmol/l. The customer stated that when she woke up, the pump was not working. The customer stated that there was nothing on the display screen. The customer inserted new battery which was not energizer. The customer stated that the pump did turn on. The customer will be sent a replacement pump.